Event description:
It was reported that this right ventricular (rv) lead exhibited noise in intracardiac potential lead shock coil during routine follow up check. This lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120093.